Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant informed the caller that worsened heart failure condition could affect exertion capacity and would need to be evaluated by a physician to determine causes. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced near syncopal and syncopal events. The minute ventilation (mv) feature was programmed off at the patient¿s last clinic visit and the patient has been experiencing shortness of breath, decreased oxygen levels, dizziness and coughing when moving around and walking. The device is programmed to 70ppm; however, the patient reported fluctuations in the rate. No adverse patient effects were reported.